Manufacturer narrative:
Concomitant medical products: 6947m62 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The right atrial (ra) lead exhibited oversensing on stored atrial tachycardia (at)/atrial fibrillation (af) episodes. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.